Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call on (B)(6) 2018 that they received insulin flow blocked alarm. The customer's blood glucose was unknown at the time of incident. Troubleshooting was completed and did not resolve issue. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, and the displacement test. "No delivery alarm or occlusion during therapy" not found during testing. (B)(4).